Event description:
The procedure was a therapeutic laparoscopic procedure of the bile using general anesthesia. The procedure was completed successfully using another device.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained directly below. The investigation is ongoing, if additional relevant information is identified, a follow up report will be submitted. B5: describe event or problem: updated concomitant medical products: updated the device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The device evaluation found the results did not show any error code displayed. No other findings were found. It was recommended to replace the memory board, the fan, and the solid-state drive. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to temporary irregularities of an electrical fan or irregularities of electrical components. However, since the event was not reproduced, the root cause was not able to be identified as no issues were found. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device is expected to be returned for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the visera 4k uhd camera control unit had error code e116 (camera control unit malfunction (image development display error) (repeated communication)). Device must then be restarted. The issue was found after some time during the procedure. There were no reports of patient harm.